Event description:
It was reported that the customer experienced an issue with the pump¿s touchscreen as it was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed successfully, resulting in restored touchscreen functionality.